Event description:
The customer contact reported that there was an operator error in programming the device, which resulted in the patient receiving more medication than intended. Reportedly, the pump was delivering a dose of 200mcg/hr of fentanyl (10mcg/ml). At an unspecified time, the pump was reprogrammed to deliver an unspecified bolus dose at an unspecified rate. At 1000, the pump was reprogrammed a second time to deliver at a rate of 200ml/hr instead of the intended rate of 20ml/hr. At a later unspecified time, the nurse noted the error and notified the physician. The pump was reprogrammed to deliver at an unspecified rate and therapy was resumed using the same device. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for testing and investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicates that in 2005 at 0800, the pump was programmed in the ml/hr mode to deliver at a rate of 20ml/hr, with a vtbi (volume to be infused) of 200ml, for a duration of 10 hours and the delivery was started. At 0857, the delivery was stopped and the pump was reprogrammed to deliver at a rate of 500ml/hr with a vtbi of 10ml and the delivery was started. At 0858, the pump was reprogrammed to delivery at a rate of 500ml/hr with a vtbi of 7.3ml and the delivery was started. At 0859, the pump was reprogrammed to deliver at a rate of 200ml/hr, with a vtbi of 200ml for a duration of 1 hour and the delivery was started. At 0959, the pump alarmed for a vtbi complete. At 1000, the device was reprogrammed to deliver at a rate of 20ml/hr with a vtbi of 10ml. The pump continued to deliver at a rate of 20ml/hr until the pump was powered off at 1313. Review of the pump history indicates that the pump delivered as programmed.